Manufacturer narrative:
Reliability analysis inspected 3 random sealed reservoirs and performed pre-fill on all reservoirs per des8654 and d9195886-et2 section 1 to 8. Reservoirs passed per inspection and there were no air bubbles anomaly found during analysis. The o-rings were checked for defects and none were found. Three opened/used reservoirs were inspected and performed pre-fill; all reservoirs per des 8654 and d9195886-et2 section 1 to 8. Reservoirs passed per inspection and there were no air bubbles anomaly found during analysis. The o-rings were checked for defects and none were found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level went as high as 500 mg/dl and as low as 36 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles were the size of soda bubbles. Customer experienced air bubbles twice and changed out their set and reservoir both times. Customer was advised that a replacement reservoir will be sent out and they agreed to return the reservoir for further analysis.